Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, confirmed that it was impossible to view the screen display. The device's lcd need to be replaced.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, confirmed that it was impossible to view the screen display. The device's lcd need to be replaced. The device's lcd display only was returned to the manufacturers product investigation laboratory for additional investigation. No malfunction of the lcd was observed. There were no visual defects. The technician verified there were no backlight or graphic issues with the lcd. The technician confirms the lcd operates as designed. The component is to be scrapped per manufacturer's work instructions.